Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass gastric, the device seal was damaged and cannula began to leak a minute after the surgery started. Another cannula was given to the doctor to complete the case. There was no patient injury.